Event description:
All infusing drips for this patient were checked, and it was observed that the volume to be infused for the phenylephrine drip was 143 ml. Upon inspection of the bag of phenylephrine, that bag was noted to be almost full (the original volume of the bag is 250 ml and the pumps are pre-programmed to start the infusion with a volume of 225 ml).